Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the b zone of the parkes error grid with the first noticed inaccuracy. The reported glucose values fall within the d zone of the parkes error grid when the patient was experiencing dka.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The date of the event is an approximation. On (B)(6) 2024, the patient¿s cgm was reading 45 mg/dl, and the bg meter was reading 119 mg/dl. The patient was wearing a tandem insulin pump. The patient was also experiencing ¿dka (diabetic ketoacidosis) symptoms,¿ was incoherent, and had stomach pain. At an unspecified time later, the patient went to the emergency room, where the patient¿s cgm was reading 61 mg/dl, and the bg meter was reading 475 mg/dl. The patient was treated with IV fluids. The patient was discharged once his bg level stabilized (no specific value could be recalled). It was also not specified if the patient received a medical diagnosis of dka nor how long the patient was in the ER prior to discharge. Attempts to follow-up with the reporter for further event details were unsuccessful. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid when the patient had dka symptoms. The reported glucose values fall within the d zone of the parkes error grid when the patient went to the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.